Event description:
It was reported that after two hours of treatment with a prismaflex m150 set c, an external fluid leak was observed from the drain bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided pictures and video showed an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device, pictures and a video were provided for evaluation. A leak test was performed and a leak was observed at the weld of the bag near the tap. Visual inspection of the provided pictures and video observed an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The customer reported that an external fluid leakage from the drain bag occurred two hours after treatment started. All accessories provided within the set, including drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. Based on review of similar complaints, it has been identified that instead of being used and filled once, the drain bag is used during several hours of treatment and is filled and emptied several times. The filling/emptying cycles leads to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause is related to unintended user error. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.